Event description:
Pt was reclining during hemodialysis therapy. When pt was placed in a sitting position, the dialysis catheter fell into her lap. Pressure was applied to the site to obtain hemostasis. Pt went to the ed for protamine to reverse the heparin pt had been given during procedure. New hemodialysis catheter inserted (B)(6) 2011.